Manufacturer narrative:
The hill-rom technician found the right foot pedal possibly had a short causing the movement. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right foot pedal to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed was going up on its own. The bed was located in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).